Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), explanted: (B)(6) 2016, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) reported via the company representative (rep) that there were high impedances over 20,000 on both extensions. The patient symptoms were coming back, they don¿t feel good, and lost therapy. Diagnostics and troubleshooting were performed. Intra ¿op impedance measurements from electrodes and stretch coil, the impedance from the electrodes were okay. The imepdances from both stretch coils were too high. Actions taken to resolve this issue was change the extensions, impedances were normal after this. It was then stated that the issue was not resolved at the time of this report. The patient was alive with no injury. Additional information has been requested to find out if any additional interventions or actions will be needed to resolve this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device analysis for extension (B)(4) revealed the body conductor broken less than 5cm from the proximal end.

Event description:
Additional information received from the representative reported the surgeon was convinced that the problem that occurred was caused by the devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.